Event description:
Patient called to report a product issue and adverse event involving his philips bipap device. Patient stated last week he received a call from philips stating that he needed to file a report with the FDA regarding his recalled bipap device that was returned about a year ago. Patient stated he was notified about the recall, discontinued using the device, got a new machine and sent the old one back. Patient stated the recalled device caused him to have sleeping problems, breathing problems, the hose was crumbling and breaking down and going into his lungs.